Event description:
It was reported that a (below-knee) bk bypass with a small cuff bypass graft done 10 months ago, had thrombosis throughout the body of the graft. It was alleged that this was due to a detached ring from the graft body around the knee joint area. The plan of treatment is for declotting with a pta balloon catheter.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample remains implanted, so no sample eval could be performed. Based on the info received to date, the results of the investigation are inconclusive and the root cause of the event is unk. It is unk if pt or procedural issues contributed to this event. The current info for use states: aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. The distal anastomosis should be made after tunneling or suture disruption can occur. Do not pass the cuff portion (distal end) of the distaflo bypass graft through a tunneler sheath or the tissue tunnel, as this could lead to separation of the spiral beading and/or graft breakage.